Event description:
It was reported in (B)(6) record that the patient had "left box total ankle replacement. Increasing pain left ankle with swelling. X-rays show the ankle replacement appears well fixed but the polyehtylene insert has worn through. The options are replacing the worn poly with a new, or a full revision of the ankle, which would be a more undesirable procedure as this is a bigger operation, with the component appearing well fixed. The results of revision surgery tend not to be as good as the primary operation". Doi: (B)(6) 2008; dor: unknown; left ankle

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.